Event description:
It was reported the pt ((B)(6)) was without stimulation due to an inoperable ipg. The ipg had reportedly not been recharged for at least 6 months due to difficulties experienced by the pt when attempting to do so. No communication could be established with the device using either the charging sys or programmer. Surgical intervention was undertaken to explant and replace the ipg. Effective stimulation was recaptured for the pt following the procedure.

Manufacturer narrative:
(B)(6). This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.